Manufacturer narrative:
H3: device evaluation: lens was returned in micro-centrifuge vial, with moisture and "residue"/debris on the product. Visual inspection found debris on lens and no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
Weight: unk ethnicity: unk. Race: unk. Date rec¿d by MFR: this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1, -10.50/1.0/072 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. The lens was exchanged with a for a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.